Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation without the pouch. A visual inspection was performed and a tear on tubing at the connection between tubing and female luer lock adapter was observed. An underwater pressure test was performed; a leak was observed at the location of the torn tubing. The cause could not be determined. A CAPA was initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector set leaked during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.